Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c1971073 of echo-hd-22-ebus-p-c was returned opened and in the original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 15 february 2023. The broken needle tip of approx. 1.6cm in length was returned separately to the device. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1971073 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1971073. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break during the puncture attempt. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip breaking after the puncture attempt. It is also possible that the needle hit or passed hard cartilage leading to the distal end of the needle to break after the puncture attempt. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was able to be retrieved from the patient with a bronchoscopy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-feb-23.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We performed a rigid bronchoscopy with ebus two days ago. One puncture needle broke off (pr 386006) and one bent (pr 386237). The broken needle tip could be recovered. Subsequently, a third puncture needle from another batch was used and everything went smoothly. Fortunately, no damage to people and material, in this case à ebus. I would like to send you both defective puncture needles, maybe it is material fatigue and you could replace both puncture needles. "As per cc form": the needle tip broke off during the first puncture. However, it could be recovered using bronchoscopy forceps. During the second puncture, the needle was severely bent. The assistant then handed over the third needle from another charge, which was then used to complete the patient's puncture without any problems. Patient outcome patient ok a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Second and third procedure until the get all done and also an additional procedure to safe the broken needle tip. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Trachea, lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. N/a 3. Please describe the size of the intended target site. N/a 4. If not with the device in question, how was the procedure performed and/or finished? Normal puncture with ebus pentax scope 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? No 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentax n/a 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? N/a 14. Was the syringe used during the procedure, after the stylet was removed? N/a 15. Was difficulty experienced while retracting the needle? No 16. Was it possible to fully retract before removing the needle from the patient? N/a 17. Was gaining access to the target site difficult? No 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was puncture of the target site difficult? No 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? No samples 22. Did any section of the device detach inside the patient? N/a 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No 26. If the device is a procore, is the kink located distally at the notch / core trap? Yes